Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report submitted on this event 0001526350-2023-00138. The initial report, 0001526350-2023-00127, was submitted in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2023-00138. The initial report was created in error and should be voided.

Event description:
It was reported that during surgery the mesher was pulling the skin. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.